Manufacturer narrative:
Reliability analysis inspected 1 opened/used sensor and found cannula broken all parts still of the cannula are present.

Event description:
Customer reported via phone call that the sensor was constantly alarming sensor error and calibration alarms. Customer's blood glucose was over 250 mg/dl. During troubleshooting, found the cannula was bent. Customer was advised that the sensors will be replaced. Customer agreed to return the sensors for analysis.